Event description:
The following information was reported to gore through the great registry: on (B)(6) 2015, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2020, the abdominal endoprostheses were found to be infected. Prior to this date the patient was being treated as an out-patient for a urinary tract infection. On (B)(6) 2020, an explant procedure took place. All components were found to be infected. On (B)(6) 2020, the patient expired due to renal failure and respiratory failure as complications from the graft explant and sepsis.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified the lot met all pre-release manufacturing and sterilization specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to device infections.

Event description:
The following information was reported to gore through (B)(6): on (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2020 the abdominal endoprostheses were found to be infected. On (B)(6) 2020 an explant procedure took place. On (B)(6) 2020 the patient expired.